Manufacturer narrative:
Block b3: exact date unknown, event occurred 4 years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc12000. Model: sc-8216-70. Serial: (B)(6). Batch: 21264498.

Event description:
It was reported that the patients device was not providing pain relief. The patient underwent an explant procedure was doing well postoperatively. All explanted device components were discarded by the facility.